Event description:
It was reported that (1) ez45g was used during a wedge resection procedure. It was reported by the rep that the device would not fire. Opened another device to complete the case. There was no consequence to pt.